Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2yg2a product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the got fluid in the battery opening and it was due to the procedure and they called tech services and issue was resolved.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that a manufacturer representative (rep) called inter-op and said contact 0 has high impedance >4000 ohms but contacts 1, 2, 3 have good impedances. Rep said they are getting motor response on all contacts. Technical services (ts) reviewed that if they are getting motor response they should be able to get therapy. Rep confirmed the lead was all the way inserted into the header. Outcome: we had high impedance many times. There was something wet in the back of the battery. We tried again after troubleshooting and it was good impedance all green. We implanted the battery.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2yg2a); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.